Event description:
Physician conducted a nasal septoplasty surgery on (B)(6) 2012 under direct visualization. Using the entact septal stapler, the resorbable staple implants were placed into the mucosal tissue on both sides of the septum for coaptation. The physician mentioned a visual verification was performed upon implantation of the resorbable implants. There was no delays or issues with the entact septal stapler during the surgery. The pt was released after the surgery without any issues. On (B)(6) 2012, seven days post-op, the pt was taken back to the operating room where an incision and drainage was performed by the physician to drain a septal hematoma. According to the physician, the pt is doing well and no complications have been observed.